Event description:
It was reported that during a laparoscopic gastric bypass with roux-n-y, the device was clamped down on tissue and cut but did not staple. The surgeon hand sewed the anastomosis. Five extra tr45w reloads were used to complete the case. The patient later received an upper g I as part of routine follow up and there were no anastomotic leaks found.